Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1, ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient had made a statement in regards to a sensation down their left shoulder and arm; however, there were no symptoms at the time of interrogation. It was observed that the right ventricular (rv) lead had triggered an impedance alert due to a high impedance measurement. The lead also exhibited high thresholds and had crosstalk that was noted during atrial pacing pulse. The rv lead's pacing and sensing was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.